Event description:
It was report via a journal article that a patient underwent varicose vein surgery on (B)(6) 2005 and suture was used. Approximately 4 weeks post-operative, the patient developed extrusion of the suture, granuloma formation, inflammation, and delayed wound healing. The patient also developed a fistula which healed when the suture was removed.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.